Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had alarmed no delivery. Customer blood glucose was up to 21 mmol/l. She went back to the hospital and was reverted to back up plan. Customer was advised to do a complete set change and perform a manual prime. She stated insulin did drip. Customer stated then insulin started to stream out and then it alarmed no delivery. Customer stated insulin was squirting out during manual prime process. Customer reported she was not hospitalized or experienced a serious injury. The piston didn't sound right. Troubleshooting was performed. Customer stated no number were skipping it was just making a differed sound. No alarms were noted. Drive support cap appeared to be normal. Troubleshooting for keypad anomaly was performed. It was determined a temporary vent blockage may have caused the issues. No further information reported.